Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2021-13565 and 1627487-2021-13566. It was reported one of the patient's scs system leads was exhibiting low impedance. X-ray imaging revealed the leads had migrated out of the epidural space and wrapped around the implantable pulse generator (ipg). Surgical intervention was taken and the leads with the generator were replaced. Effective stimulation therapy was restored postoperatively.